Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter withdrawal difficulties occurred. The target lesion was located in the mid left anterior descending artery. A 12 x 4.00 rebel stent was advanced to treat the lesion. However, the delivery system was caught in the guide and everything had to be pulled out. The guide was then re-inserted. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a rebel bms catheter. The balloon was loosely folded, the stent was not returned for analysis. The outer shaft, inner shaft, balloon, stent and tip were microscopically examined. There are numerous hypotube and shaft kinks. There is shaft damage at the exit notch that is consistent with damage seen with the use of a guide wire. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that catheter withdrawal difficulties occurred. The target lesion was located in the mid left anterior descending artery. A 12 x 4.00 rebel stent was advanced to treat the lesion. However, the delivery system was caught in the guide and everything had to be pulled out. The guide was then re-inserted. No patient complications were reported and the patient's status was fine.